Event description:
The customer reported that their t:slim x2 pump fell into water, causing the screen to become dark and unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through troubleshooting steps, but the pump remained unresponsive. Consequently, the customer was informed that a replacement pump with updated software would be sent. In the interim, the customer would use mdi as a backup therapy to ensure insulin delivery is not interrupted.